Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the presence of the event code in the device history. Physio cleared the event code and following the performance inspection procedure, proper device operation was observed through functional and performance testing. The event code did not return. The device was returned to the customer for use.

Event description:
The customer reported that during a routine device check, the service indicator was illuminated and the device had logged multiple event codes. Upon evaluation by physio-control, it was observed that the device had logged a critical event code which could prohibit defibrillation energy delivery. There was no patient use associated with the reported failure.